Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. The customer reported that insert battery alarm did not display on the insulin pump screen after removing the battery. Customer stated battery compartment and spring was damaged or corroded. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display and cosmetic damage at battery compartment found on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test due to blank display. Performed sleep current test, active current test and self test due with use of battery simulator. Pump passed the sleep current test, active current test and self test. Pump was not received with original battery cap. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: misaligned battery tube, pillowing overlay, cracked overlay, cracked battery tube threads and cracked battery tube. Customer returned pump because of a blank display. Blank display due to misaligned battery tube. Cracked battery tube and cracked battery tube threads confirmed. Battery cap damage unknown. (B)(4).